Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. Where was the surgicel used (on what tissue)? 4. How was the surgicel fibrillar applied in order to stop bleeding? 5. How much surgicel was used during the procedure? 6. Was the surgicel product left in place? Was any excess removed? 7. Has any further surgical or medical intervention been performed? 8. What is physician¿s opinion as to the cause of this event? 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 10. What is the patient¿s current status? 11. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hip replacement procedure under general anesthesia on (B)(6) 2025, and absorbable hemostat was used. The patient was admitted to the hospital with a diagnosis of "right traumatic femoral head necrosis". On the first day of admission, surgery was performed using absorbable hemostatic gauze to stop bleeding. On the fourth day after surgery, the patient felt discomfort such as redness, swelling, heat, and pain in the wound. When changing the dressing of the wound, it was found that there was a 3 × 3mm ² area of poorly healed skin near the incision of the patient's right hip joint. There was a small amount of yellow turbid pus oozing out, and no obvious purulent secretion was observed when squeezed. The surrounding skin was slightly red and felt warm upon touch. On the 6th day after surgery, routine puncture fluid showed: white blood cell count: 168882 × 10 ^ 6/l, percentage of multiple nuclear cells: 99.8%; and the patient felt swelling in the right hip joint, so a tube was inserted into the right hip joint under ultrasound guidance for easy drainage of the joint cavity. On the 8th day after surgery, the general bacterial culture result of the joint cavity fluid showed staphylococcus aureus infection without drug resistance. Due to the acute phase of cerebral infarction in the patient, 0.9% sodium chloride injection 250ml+intravenous injection of vancomycin 1g twice a day is temporarily administered for anti infection symptomatic treatment, and vancomycin injection 0.5g twice a day is given for joint cavity injection for anti infection symptomatic treatment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.